Event description:
As reported by the user facility: reports the catheter stretched when the midwife pulled out the catheter. She continued to pull the catheter out and the tip broke off inside the patient. The patient is asymptomatic. No treatment was done at the time. Customer indicated that two days earlier the same midwife had a similar problem when pulling a catheter out. The midwife felt resistance when pulling it out and noticed the catheter had stretched. She stopped and contacted the anesthesia department. When anesthesia came to check on it, they were able to pull the catheter without resistance. Customer stated, "I thing she continued to pull this one out based on the previous experience."

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. The event description did indicate that the catheter stretched as it was being pulled out. While no specific conclusion can be drawn, incidents of this nature can occur when a catheter becomes lodged between rigid body structures and is stretched beyond its design capabilities. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Review of the nonconforming lot report database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. All available information has been forwarded to the device manufacturer of the catheter. If additional pertinent information becomes available, a follow-up report will be filed.